Event description:
Pt cardioverted x 7 using MFR's defibrillator using MFR's defibrillator pads. A reddened area was noted around each pad. Cardioversion was unsuccessful after multiple attempts with pad. After switching to paddles, cardioversion was successful.